Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Log file analysis revealed six electrical fault alarms. These alarms are most likely due to contamination of the driveline connector by foreign material. Analysis of the device revealed that the device failed to meet specifications.  The device failed visual inspection due to contamination of the driveline connector by a foreign material. The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event is contamination of the driveline. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that this patient experienced electrical fault alarms. The clinic performed a controller exchange without consulting the manufacturer field service engineer. The patient tolerated the controller exchange without issue. Log files were sent. The site indicated that updated logs will be sent and if electrical fault alarms reoccur.